Manufacturer narrative:
Device manufacturing date is unavailable. The suspect frame was returned to the manufacturer for analysis. The frame was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision occurred during the procedure. It was reported that the surgeon placed the reference frame 180 degrees opposite the direction it was attached for registration. The surgeon unsuccessfully attempted to place a catheter into the ventricle. Once the orientation of the frame was resolved, the surgeon successfully placed the catheter with navigation. Towards the end of the procedure, the surgeon was unable to use navigation as the brain had swelled too much and would have been inaccurate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.